Event description:
(B)(4). It was so I did not be come prego but did 4 mons after essure it has (profanity) up my whole life it has been 3 and a half years and now I have to have surgery to remove them.. It almost killed my baby and had made me very sick after I never been this sick in my life.. The most pain I've ever been in my life.. Uti after uti... Bowe problems.. Mood swings really really bad it had messed up my whole life there so so so much more that it has done to me.